Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites.  Flow sensor could not be calibrated and tightness test failed which may lead to delayed rescue time, resulting in the patient's blood oxygen saturation dropping, suffocation and life threatening. The event occurred during ventilation. No harm to patient or user. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur

Event description:
Flow sensor calibration fails / leak test failed.

Event description:
Flow sensor calibration fails / leak test failed.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root-cause for the rinse flow restrictor issue has been a defective rinse flow restrictor, part of the pressure sensor assembly (pn 160300). The problem was corrected by removing and replacing the pressure sensor assembly (pn 160300). There was no reported harm to patient, user or third party.